Manufacturer narrative:
(B)(4): this customer reported that the defibrillator failed to power on. There was no report of pt involvement or negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported that the defibrillator failed to power on. There was no report of pt involvement or negative pt impact.